Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2020-31643. It was reported that patient experienced ineffective therapy after a fall. Attempts to reprogram were unsuccessful. It was confirmed via imaging studies that the leads had migrated. As a result, patient underwent surgical intervention on (B)(6) 2020, wherein the leads were explanted and replaced. Effective therapy was restored post operatively.